Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the data files showing 113 (reduced water temperature control), due to the chiller temperature not being able to be maintained below 20c. Based on this data file biomed stated this was indicative to a failed chiller.

Event description:
It was reported that the data files showing 113 (reduced water temperature control) due to the chiller temperature not being able to be maintained below 20c. Based on this data file biomed stated this was indicative to a failed chiller. Per sample evaluation results received on 14feb2023, the root cause of the reported issue was due to a failed chiller compressor fan. It was reported that the chiller connection to the ac main voltage circuit card shows signs of electrical overstress. It was stated that replaced the double bend tube due to expansion of the tube found during servicing. It was also stated that the circulation pump flowmeter was replaced due to the old one coming apart during servicing. It was noted that the chiller assembly was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller compressor fan. Confirmed the presence of alert 113 in patient data. Confirmed during decon and assessment testing the device no longer cools. Chiller assembly was replaced. The chiller connection to the ac main voltage circuit card shows signs of electrical overstress. Double bend tube was found expanded. The old circulation pump flowmeter came apart during servicing. The device underwent pm servicing while in for repair. Preventatively replaced the ac main voltage circuit card. Serviced of circulation pump and mixing pump, replaced heater, and replacing both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. It is unknown if the device was in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.